Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that three days following bilateral lasik, the patient presented with inflammation and was diagnosed with corneal infiltrates in both eyes. Per the risk manager, the inflammation was more prominent in the right eye than the left. The patient was treated with topical steroid eye drops. Additional information has been requested regarding the status of the patient. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the risk manager reported that all symptoms resolved eight days after the onset date.